Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR) review of the indicated packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records were reviewed for the packaging lot in question; no issues were observed. The port was implanted into the patient more than 3 months prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not more than 3 months later. Device direction for use cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in the device dfu as a potential complication of port system use.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2019, plaintiff underwent placement of the angiodynamics smartport power injectable port, reference number h787ct80stpd, lot number 5486872. The device was implanted by (B)(6), md, at (B)(6) hospital in (B)(6), for the purpose of ongoing vein access. On or about (B)(6) 2020, plaintiff presented herself to (B)(6) medical center in (B)(6) where her port was subsequently removed due to an infection.